Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that there was a blockage is in the tubing. The patient declined to change infusion set and cts transferred to clinicals. No further information available.